Event description:
It was reported by service report that the brakes would not engage from either side of the brake pedals. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assembly.